Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation procedure with a mentor memorygel breast implant 450cc gel breast prosthesis that ruptured after implantation. Patient had an MRI scan and a mammogram which confirmed the rupture. In addition, the patient felt a lump in her breast. As a result, the patient underwent explantation on (B)(6) 2018.

Manufacturer narrative:
On 6/26/2018 a clinician assessment of the event determined that the lump on the patient's breast initial reported, was not a breast mass, but rather a bump that could be felt when palpating the area of rupture. Therefore, the patient code 'breast lumps' reported on 4/26/2018 is no longer valid, and has been removed from the complaint file. The investigation of the returned device was completed by the failure analysis lab on 7/10/2018. Device evaluation summary: it was reported that a (B)(6) female patient underwent a breast augmentation procedure with a mentor memorygel breast implant 450cc gel breast prosthesis that ruptured after implantation. Upon receipt by mentor, the device contained clear gel. No foreign material was observed within the device or on the shell surface. Upon initial inspection, the device presented a crease and shell abrasion on the inferior edge of the posterior aspect. Leak testing, performed in accordance with mentor procedures, revealed no leakage sites. No other anomalies were observed. Mentor performs 100% inspection and testing of all devices prior to release, the product evaluation team concluded that the crease and shell abrasion occurred sometime subsequent to the removal of the device from its protective packaging. The complaint was not confirmed. A root cause of the failure could not be determined. Because the product evaluation team was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Rupture is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received with the field experience report on 5/3/2018. The patient's date of birth has been updated. The event date has been updated. The impacted product was a 400cc mentor memorygel breast implant, rather than the 450cc implant originally reported. The product code, serial number, and lot number have been updated to reflect this. The mentor failure analysis lab received the device for evaluation on 5/3/2018. The analysis has begun, but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. The device history record (DHR) of lot number 5650366 was reviewed on 5/4/2018 and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).